Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2.1 bin was not able to detect when the bin was closed. A field service engineer replaced the interface and relay access controller (irac) board for the row and recovered the bin. The system functioned as intended after the field service engineer repaired the device.